Event description:
The customer stated that the asi is not flashing. The AED maintenance frequency was reported as quarterly by "checking the asi light". They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their asi light is blank. The customer stated that this battery pack hasn't been working properly since they got the unit. It never fully spoke. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.